Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354drm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had an elevated short interval count (sic). It was noted that the patient was using a transcutaneous electrical nerve stimulation unit which is believed to have caused the elevated sic and subsequent shock. No actions were taken, the lead remains in use and the patient will be closely monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Sensing integrity count 1227 likely due to physiological oversensing of premature ventricular contraction (pvc) singles of 125 per hour and pvc runs of 116 per hour; no evidence of an appropriate or inappropriate shock therapy.